Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The product was used for treatment. A visual inspection was conducted and it was observed that the flange was detached from the cannula. It was also found out that the right and left hole of the cannula presented damage. The complaint mode is not confirmed as related with the manufacturing process. Damage to the cannula would have been detected immediately in the manufacturing process. A dimensional test was also performed to the outer cannula holes and flange plug ins and all the readings are according to the specifications. Probable root cause cannot be determined as there is insufficient evidence available to draw a reasonable conclusion. The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the unit had physical damage. The tracheostomy tube was placed inside the patient and the nurse saw that the collar was separated from the trach collar area. The tube was removed and replaced. There was no patient injury.